Manufacturer narrative:
Date of event: date approximated to (B)(6) 2020 as event date was not provided despite multiple attempts.

Event description:
It was reported that the rotawire fractured. A 330cm rotawire floppy guidewire was selected for a rotational atherectomy procedure in a severely calcified lesion. During the procedure, upon withdrawal, the guidewire fractured at the distal radiopaque portion. No patient complications were reported.

Event description:
It was reported that the rotawire fractured. A 330cm rotawire floppy guidewire was selected for a rotational atherectomy procedure in a severely calcified lesion. During the procedure, upon withdrawal, the guidewire fractured at the distal radiopaque portion. No patient complications were reported. It was further reported that during the withdrawal in dynaglide more there was a lot of resistance and the wire broke down. The radiopaque tip was attempted to be removed without success so it remains inside the patient. The procedure was completed via a standard percutaneous coronary intervention (pci) procedure.